Event description:
Reportedly, during implant of the device a test chic has been performed with success. While trying to save the episode the session closed itself unexpectedly. After that the device couldn't be interrogated anymore. Tablet reboot has been performed but still the ICD couldn't be interrogated, the tablet said it could not be identified. The ICD has been interrogated successfully with another tablet just after.

Manufacturer narrative:
After the analysis of the provided files, the reported issue was confirmed. The programmer crashes probably because of a known bug while re-reading the holter event. The problem has been corrected in smartview version 3.20. In addition, a second event occurred : it was noticed that the programmer cannot re-interrogate. The most likely hypothesis to explain the reported issue is that too much electromagnetic interferences were present during the ICD interrogation such as nearby screens, laptops chargers, electrophysiology magnetic sensors or other telemetry heads leading to the impossibility to interrogate the ICD. It is recommended to avoid as much as possible noisy environment nearby the telemetry head while a device is interrogated. The first reported issue is corrected by the new smartview version 3.20. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during implant of the device a test chic has been performed with success. While trying to save the episode the session closed itself unexpectedly. After that the device couldn't be interrogated anymore. Tablet reboot has been performed but still the ICD couldn't be interrogated, the tablet said it could not be identified. The ICD has been interrogated successfully with another tablet just after.